Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner.

Event description:
It was reported that the customer's insulin pump was exposed to moisture and no there is a blank display. Customer's blood glucose level at the time 189mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.